Event description:
It was reported the customer received a motor error alarm while attempting to rewind their insulin pump. It was also found the customer removed their reservoir and liquid poured out. The customer was unsure if the liquid was water or insulin. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to corroded motor home switch. No motor error alarm noted. The insulin pump was received with minor scratches on the lcd window.